Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 454mg/dl, with polydipsia, and polyuria, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump history showed a manual suspend on (B)(4) 2018 at 8:54 and a manual resume at 9:43. A temporary basal program was run from (B)(4) 2018 at 21:07 until (B)(4) 2019 at 1:43. The pump was exercised for 24 hours without any delivery inaccuracies. No hypertensive or stuck keys were observed on the keypad. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump found to be delivering within required range and delivering accurately. No errors, alarms, warnings or delivery interruptions occurred during the testing. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.